Event description:
A customer reported to baxter (B)(4) of a flow regulator set that overinfused during an infusion. According to the reporter, one nurse had connected the set on a port-a-catheter device. She checked the flow and the infusion of midazolam was planned to last 8 hours; however, the infusion only lasted 6 hours. The patient had clinical consequence of somnolence. The reporter states that the nurse did not mix up the inputs of ml/hr & drops/min. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was submitted for evaluation. A visual inspection revealed no non-conformance. A gravity flow rate test was performed on the actual sample. The set was attached to a viaflo sodium chloride bag and flow regulator was set on 50 ml/h. The flow was tested for 8 hours and no abnormal flow was noticed. The result was within acceptance criteria. The reported problem was not confirmed, and the root cause of this condition was not determined. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.